Event description:
Our rep is reporting that the patient had an acl repair on (B) (6) 2010 with the use of a mitek milagro interference screw for fixation and an unknown allograft for repair. Subsequent to this procedure, the patient presented at the follow-up visit with swelling of the subject joint and a low-grade fever. The knee was drained and cultures taken, which, tested negative. The patient's knee became swollen and was drained several more times. On (B) (6) 2010, a re-surgery was performed; at this procedure, the surgeon removed all that was involved in the repair and fixation; that is, the milagro screw, a competitor's device (biomet toggleloc) and the unidentified allograft. Cultures indicated staff: patient on an antibiotic regiment. The surgeon thinks that the infection may have emanated from a source outside of the fixation device and graft. Future surgery for repair...

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.